Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to a lead failure. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information indicated the lead had pacing impedance measurements greater than 2000 ohms in both bipolar and unipolar configurations. There was also no capture in either configuration. It was noted that no obvious defects were found when the lead was surgically abandoned.